Manufacturer narrative:
The reported complaint was confirmed. Per data log review: based on the system log, the occluder was calibrated on (B)(6) 2023 at 6:25am. At 7:26am the occluder was fully opened. The user changed the occluder percent flow from 100% to 35% and this was when the occluder stalled at 10:31:52. It was possible that calibration was performed without tubing installed, then the tubing was inserted at 7:26:52 when the occluder was fully opened, and since the occluder cannot move to closed position with tubing installed this caused it to stall. During laboratory analysis, the product surveillance technician (pst) installed the occluder module to lab use only (luo) testing equipment. The occluder module performed as expected throughout the evaluation when the occluder was properly loaded at calibration. It was determined that the occluder module met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the venous occluder went to closed and into calibration mode on its own. As mitigation, the user manually opened the venous occluder clamp and the surgery was completed without issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the occluder module. The unit operated to manufacturer's specification.